Event description:
It was reported the programmer can be turned on and it will interrogate, but then it freezes up and will not take programming options with the stylus. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).